Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was pneumonia. The primary cause of death was respiratory failure and the secondary cause of death was atrial fibrillation.